Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart mrx keeps beeping when on ac power and switched to off mode. There was no pt involvement.